Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of therapy. They had multiple adjustments since they had the implant and they feel the therapy was causing pain to be worse than better. The consumer wanted to know if that could happen and if therapy works for everyone. It was reported that they had an appointment with their healthcare professional (hcp) in august. It was later reported that the loss of therapy and pain had not been resolved. Steps taken to resolve the issue was multiple reprogramming sessions with no success. An MRI was reported to be ordered in the next couple of weeks. The cause of the issue remained unknown as nothing had changed. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.